Event description:
The pt reported that his pump was alarming, he missed a refill due to traveling. The pt had encountered difficulty getting pump refilled due to moving and insurance issues. The pt subsequently reported that he "went into morphine withdrawal"; specific symptoms or treatment were not reported. Pt plans to contact hcp for removal of device. Hcp reported that the pt did not come in for scheduled refill, despite several letters sent to pt.